Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. It was indicated that while walking through increasing stimulation with the patient on the phone, the call was dropped. After reconnecting, the patient¿s wife alleged that turning on the programmer caused the call to drop. Additional information was received from the patient on 2017-apr-26. The patient reported that they had lower back and leg pain the day before report. The patient noted that it was on the right side and that the pain had subsided. The patient was referred to their healthcare professional (hcp). Additional information was received from the patient on 2017-may-03. It was indicated that the lead had migrated. The patient reported that it moved out of place. No further complications were reported or were expected.